Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The patient has a history of chronic obstructive pulmonary disease. The diameter of the proximal non-aneurysmal aortic neck was 25.5 mm, ahd the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 130 mm. It was reported that iliac access was difficult. The physician was unsure if the bifurcated device would pass up the right ililac artery; therefore, dilators were inserted on the right side until an 18 french sheath could be passed. The left iliac artery was reported to be tortuous and calcified. As the sheath was inserted into the left iliac artery, the artery was dissected. During attempts to recannulate the artery, the dissection was extended from the hypogastric artery above the aortic bifurcation, occluding the entire left iliac artery. Initial attempts to insert the bifurcated device into the right iliac artery were unsuccessful due to calcification. The physician inserted a 22 french sheath past the area of stenosis and advanced the bifurcated device into the aorta. The device was deployed. As the nose cone was being retracted, it was reported that the sheath was over the graft cover. Because of the patient's tight iliac morphology, when the nose cone was retracted, it got caught inside the limb of the stent graft. After several attempts to free the nose cone, it was reported that the physician pulled forcefully on the device, and the nose cone separated from the delivery catheter. The physician made several attempts to retrieve the nose cone, but was unable to retrieve it; therefore, the decision was made to push the nose cone into the occluded left iliac artery. Angiogram demonstrated a proximal endoleak and the aneurysm was not excluded. An axial bifemoral bypass was performed to complete the procedure. No additional clinical sequelae were reported, and the patient is reported to be fine.